Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient contacted his patient liaison and stated that he is experiencing inflation issues with his inflatable penile prosthesis (ipp). He stated that he no longer feels the snap when starting to inflate his device and is taking over 28 pumps for an erection. The patient noted a large bulge where the tubing is now bundled up. The patient liaison recommended that this patient contact his physician since he does not have a follow-up appointment until the spring. Should additional information be received, a supplemental report will be submitted.